Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and it passed. The receiver charge and boot test was performed and it passed. The receiver logs were downloaded for review and unexpected power loss, "rttloss" was observed within the investigation window. The global receiver functional test was performed and it passed. The receiver case was opened for an interior visual and battery inspection and it passed. The reported event of receiver ceased to function was confirmed. A probable cause could not be determined.